Event description:
During a laminectomy, the footplate of the rongeur broke off, requiring further exploration and extension of the wound site. The time taken to locate and remove the piece was about 1 hour - a significant delay. Patient was ok following the completion of surgery. No immediate effects were reported.